Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and hyperglycemia. The customer also reported a possible over-delivery anomaly. Blood glucose value at the time of the event was 47 mg/dl. The customer was treated for hypoglycemia with carb intake. The event involved product(s) mmt-1884, mmt-332a, mmt-242a, and mmt-7040a. Troubleshooting was partially performed. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-242a. No product return is required for mmt-7040a.

Manufacturer narrative:
The test p-cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly after battery installation. The pump passed functional testing, including displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, dat and self-test. Successfully downloaded history files and traces using thump software. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 28-sep-2025 listed on smartsolve due to insufficient data in the trace/history files. The pump was cut open to perform visual inspection and moisture damage was found on the electronic assembly and motor during visual inspection. The following were noted during visual inspection: minor scratches on lcd window and scratched case. In summary, customer alleged device malfunction not confirmed. Unable to verify customer alleged for low bgs. Expose to moisture noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.